Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not fully deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The delivery device was returned for evaluation on (B)(6) 2020 and investigated on (B)(6) 2020. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal and tension spring assembly was observed to be in the delivery tube. The seal was observed to partially out of the tip of the delivery tube in an wrapped state. The seal and tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the evidence that the white plunger was not pressed down , therefore the tension spring assembly is still remained in the delivery tube, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not fully deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.